Event description:
A coronary atherectomy procedure commenced to treat a patient utilizing a spectranetics elca coronary laser atherectomy catheter. During use, a cardiac perforation occurred and tamponade was noted. The patient did not survive the procedure. This report captures the elca in use when the cardiac perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B3/d10) the date of event was not provided, thus (B)(6) 2025 was listed. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the device was discarded; thus, no device evaluation could be completed. H6) cardiac perforation is a known risk of complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.